Event description:
A director of nursing reported that following an intraocular lens (iol) implant procedure, a patient experienced poor vision and the incorrect lens power was implanted. The iol was exchanged for another lens. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received on or was not received. (B)(4).